Event description:
Patient had a history of chf, chronic renal failure, anemia and sseizure disorder. Quinton catheter had been placed on 3/24/93 at 2 pm. Chest x-ray done to verify correct placement at that time. X-ray done later in the day noted blood pooling. CT ordered due to pooling blood noted in chest. Patient to CT for CT of chest with and without contract using pressure injector at approx. 9:30 pm. Patient coded and expired in CT shortly after series was completeddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.